Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 event summary cook was informed of an incident involving a ngage nitinol stone extractor. The device reportedly was found to have a broken basket wire before use during a flexible ureteroscopy lithotomy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.8 cm in length. The support sheath was bowed starting 2cm from the distal tip of the support sheath. The basket sheath was bent 6.5cm from the distal tip of the basket sheath. Function test determined the handle moves the basket assembly, but the basket formation does not open or close. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The returned device was found to have damage to the basket. The basket sheath was damaged near the distal end. The damaged sheath prevented the basket from opening normally, causing the basket wires to pull free from where they are normally located. The wires were not broken, but had pulled free from the sheaths that normally secure the proximal end of the basket wires. Devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. The cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 11nov2020: the procedure being performed was a flexible ureteroscopy lithotomy. No portion of the device separated, only the wire was broken.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a ngage nitinol stone extractor, a wire in the basket was broken. The operator checked the device prior to use and discovered the breakage. The procedure was completed by using another new device. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.